Manufacturer narrative:
Ni

Event description:
Report received indicated that when the stent delivery system (sds) was going to be taken out of the sterile package, the stent was found to be prematurely deployed. The shipper box and device packages were received intact. The product was stored in accordance to product guidelines. The device was not use in the patient and was discarded therefore is not available for eval and testing. Additional information will be sent within 30 days upon receipt.